Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Information from ae regulatory system:on september 12, 2024, the surgeon found a foreign matter on the cannula of a disposable sterile insulin syringe when checking whether the syringe was intact. The syringe was immediately discarded and replaced with another one with good function for use during the operation. The operation was successfully completed. Ae report no. (B)(4). Call center did not contacted customer to acquire the information successfully, any updates will be sent by email. Product registration certification in system is 20173141288 while product registration certification in adr is 20173151288. Sample availability: unknown sample availability details: unknown.